Manufacturer narrative:
This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in a post-market study, the patient experienced an event -pacemaker implant within 14 days post operatively per study protocol. This is a reportable valve-related adverse event per aats/sts guidelines. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review of the available information was performed. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the aats (american association for thoracic surgery)/sts (society of thoracic surgeons) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. Patient 282 (as part of the on-x prosthetic heart valve anatomic suture ring postmarket registry), implanted with onxan or onxane model on-x valve in the aortic position per protocol. Postop nyha was class I in sinus rhythm. No other information is available following these observations as the protocol limits adverse event reporting to 14 days postop. A permanent pacemaker (ppm) was implanted during this time period. There are no listed indications for implant of the ppm. Placement of a ppm within 14 days of aortic valve replacement surgery is, by definition, a major adverse valve-related event. The instructions for use recognize cardiac arrhythmia and subsequent reoperation as potential complications associated with aortic valve replacement (avr). This event does not identify any additional hazards or modify the probability and severity of existing hazard.

Event description:
As reported in a post-market study, the patient experienced an event -pacemaker implant within 14 days post operatively per study protocol. This is a reportable valve-related adverse event per aats/sts guidelines. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.